Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with the onetouch ultra2 meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the reported issue began three weeks prior to contacting lifescan. During that time, the patient reportedly was unable to test the blood sugar due to a low battery message. As a result of the reported issue, the patient reportedly continued taking the usual dose of diabetic medications. Approximately about one week after the reported issue, the patient reportedly experienced symptoms of "dizziness". The patient's treatment was noted as a doctor's office visit, where the patient's blood glucose was tested (unknown reading) and was treated with insulin (unknown type and dose). Replacement products were sent to the patient. Based on the provided information, this complaint is being reported since about a week after the reported issue, the patient reportedly received treatment from the health care professional, which could be suggestive of a hyperglycemic event.